Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding, skin irritation under the lifevest equipment. The patient had a skin irritation prior to wearing the lifevest, however, it was reported that the lifevest exacerbated it. The patient used over-the-counter cream on the irritation prior to receiving the lifevest. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.